Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, unit halts after partial boot cycle and would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and attributed to depleted batteries. After further investigation of the facts provided by the customer, it was determined that the customer was not operating the device within zoll's specification. The batteries were replaced to remedy the problem. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.